Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring greater than 125 ohms. Subsequently, this rv lead had to be laser extracted and a new lead was implanted. No additional adverse patient effects were reported.